Event description:
It was reported that a 46-year-old caucasian female patient underwent primary breast augmentation with 325cc mentor smooth round moderate profile on both sides and experienced bilateral breast implant deflation postoperatively. The diagnosis was confirmed via mammogram, and after consultation with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor is aware that the date of implant (B)(6) 2002) is prior to the manufacturing date (january 1, 2003) of lot 256138. Follow ups are being performed for clarification. If additional information becomes available, it will be updated and supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).